Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, a product evaluation and a complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific that a radial jaw 3 biopsy forcep device was used to obtain a biopsy sample during a coloscopy procedure (male patient). Forty-eight hours after the coloscopy, a hemorrhage was observed, where an ulceration of the biopsy point, "in the process of cicatrization", was noted. It was also clarified that "the patient did not exhibit perforation in the rectum." There was no treatment or therapy regarding the hemorrhage was reported. There is no known device malfunction related to this event. Several attempts to obtain further info regarding the event details as well as the pt's condition have been made, to no avail.